Event description:
It was reported by the nurse in the o.r. That the patient was going to have his generator explanted due to an infection. A review of the DHR for the generator confirmed sterilization prior to distribution.